Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range lead impedance approximately one month post generator change. A technical services (ts) consultant reviewed limited available device data and noted it appears there may be loss of capture (loc) in the rv, which could potentially represent less-than optimal lead/pg connection or lead integrity issue which manifested during/post generator change. Ts also noted outputs in the rv were high from implant. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range lead impedance approximately one month post generator change. A technical services (ts) consultant reviewed limited available device data and noted it appears there may be loss of capture (loc) in the rv, which could potentially represent less-than optimal lead/pg connection or lead integrity issue which manifested during/post generator change. Ts also noted outputs in the rv were high from implant. No adverse patient effects were reported. This rv lead remains in service. Attempts to obtain additional information were unsuccessful. Should additional follow-up information be provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.